Manufacturer narrative:
An initial emdr was submitted in error. It was determined that this emdr1 525965-2017-00155 is a duplicate of 1525965-2017-00154.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the gantry microphone is not working properly. A philips customer service engineer reported that the customer could not hear the patient via the intercom. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.